Event description:
The surgeon used the applier on the cystic duct and the cystic artery. During this time the clip functioned well. Thereafter, whenever the surgeon attempted to clip other structures, the clip would shoot out of the applier as the surgeon attempted to load the next clip into the jaws of the applier. The device was removed from use and the procedure proceeded as scheduled.